Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission noted that the right ventricular (rv) lead exhibited noise oversensing. The rv lead was explanted and replaced. There were no patient consequences.